Event description:
Suffered 3rd degree burn blisters from tape used after hip replacement surgery. Prolonged stay at rehab ctr for treatment of weeping blisters and open blisters. Treated twice daily for blisters at rehab ctr. Blisters left permanent scars on my back, hip, and inside right leg area. At the hospital, a pa treated the blisters which were itching and draining profusely, but I was still transferred to the rehab ctr where treatments continued for 2 weeks. Had numerous surgeries prior to this 2007 episode without any problems with the tape.